Event description:
It was reported that the patient presented in clinic for an initial implant of an implantable cardiac monitor (icm). It was noted post implant that the icm had no ble telemetry despite attempted interrogations with different programmers and bluetooth (bt) dongles. The icm was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of failure to interrogate was confirmed. Upon receipt, the device was unable to establish telemetry. The device was cut open to enable further testing, which revealed that the battery voltage was at the elective replacement indicator (eri) level. A longevity calculation was performed and found that the battery depletion was premature. The device was tested with a new battery, which indicated normal device characteristics. The failure mode could not be reproduced. Further analysis performed on the battery by the manufacturer found no anomalies. The reported event of failure to interrogate was traced to the prematurely depleted battery.